Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the pt noted an alarm and was worried that the pump would stop working. The pt was working with a new hcp after moving to a new area. The pump was recently refilled; no low battery indicator was noted at that time. No alarms were noted when the pump was interrogated. The pt was subsequently taken to the operating room for a pump replacement. When the hcp opened the pump pocket, it was determined that the catheter was completely wound around the pump. The end of the catheter was out of the intrathecal space and was in the pump pocket. It was unk how long the catheter was out of the it space. The pt had not reported any signs of withdrawal when he was seen in the office previously. The hcp chose not to replace the pump system and it was therefore explanted. The hcp did not plan to replace the pump or catheter at a later date. The pump contained "a compound of 54 mg/ml dilaudid, 7000 mcg/ml fentanyl, and 5 mg/ml of bupivicaine running at 10.4 mg/day". The hcp planned to prescribed transdermal fentanyl and oral dilaudid for breakthrough pain control for the time being.